Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the liquid crystal display circuit board. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the act and esc buttons were not working on the insulin pump. Customer stated that they dropped the insulin pump in the morning and are unsure if that may have caused the issue. Customer's blood glucose reading at the time of the call was 209 mg/dl. No further information reported.